Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit it was discovered to have mold contamination. The following information was provided by the initial reporter: it was reported that there is mold contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit it was discovered to have mold contamination. The following information was provided by the initial reporter: it was reported that there is mold contamination.

Manufacturer narrative:
H6: investigation summary: material 299107 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; stoppers are manually placed in the bottle opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. Customer did not provide a batch number, photos or returns for this complaint investigation. Retention samples cannot be evaluated without a specific batch number. Trending was done on the appropriate databases for tsb serum 100ml (material 299107) and no quality notification trends have been identified for this material for performance in the last 12 months. The complaint history was reviewed for material 299107 and there are no trends for performance in the last 12 months. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed based on material trending.

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit it was discovered to have mold contamination. The following information was provided by the initial reporter: it was reported that there is mold contamination.